Event description:
During a laparoscopic procedure, staples did not form correctly and only one donut was accounted for. The washer was dented but not broken. The procedure was converted to open to complete.